Manufacturer narrative:
It was reported that the ventilator generated technical error indicating disabled valves - signal has stopped power supply to gas modules and safety valve. Also technical error indicating error of control printed circuit board and communication with monitoring printed circuit board lost due to software or hardware failure. The issue was decided to be reported based on available information as both errors indicate that ventilation is stopped. There was no patient harm reported. Based on technician statement, the software was updated to version 8.00. No parts have been replaced. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 09/01/2003. Corrected manufacture date: 09/03/2003.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and a communication failure between the monitoring and the breathing subsystems. There was no patient involvement. Manufacturer's ref.# (B)(4).